Event description:
The user's hearing performance with the device was suddenly affected. There is no report of any accident or trauma. A CT scan is scheduled and re-implantation may be considered.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. Diagnostic imaging and re-implantation are considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device was suddenly affected. There is no report of any accident or trauma. A CT scan is scheduled and re-implantation may be considered.

Manufacturer narrative:
Conclusion: device investigation revealed a fatigue breakage of the bifilar wire, which can very likely be caused by uncommon chronic micromovement or mechanic strain along the bifilar wire in implanted state over the years. Other mechanical damages found are attributable to the removal surgery. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user's hearing performance with the device was suddenly affected. The device has been explanted.